Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-03960. The pt rec'd her scs system on (B)(6) 2010. It was reported that the lead migrated and the pt no longer had stimulation where she needed it. Two percutaneous leads were explanted and replaced with a paddle lead on (B)(6) 2010. The explanted leads were returned to the manufacturer for evaluation. No additional information is available at this time.

Manufacturer narrative:
Product testing was not performed as the cause of the reported migration cannot be determined through such means. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm deferes to the pt's physician regarding medical history.